Event description:
It was reported that during a spine surgery it was discovered that the motor device would not do anything when connected to the console device. As a result, there was a delay of ten to fifteen minutes to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was evaluated which that the device did not work with the hand control.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal use and servicing over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.